Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced low blood glucose. Customer's blood glucose was 45 mg/dl, 50 mg/dl. Customer was treated with food. Customer was not using auto mode during low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did allege insulin pump was over delivering. The insulin pump will not returned for analysis.